Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 195 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with xxx units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was xx mg/dl.